Manufacturer narrative:
(B)(4). Abbott vascular reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the DHR (device history record) confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history indicated there have been no similar incidents reported for this lot. The user also reported no issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, there was reportedly challenging patient anatomy which included a deviated interatrial septum and a serious coaptation defect on the a2p2 segment (p2 segment overrides on the a2 segment). Additionally, due to asymmetric tethering there was leaflet restriction of both leaflets. There was difficulty with visualization of the clip due to deterioration/obstruction in echogenicity. It was further reported that the fourth clip was inserted between the second and third clip, but was unable to grasp due to the serious coaptation defect on the a2p2 scallop. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions and not a product quality deficiency. In regards to the reported sleeve steering issues and noted dc (delivery catheter) shaft bend, potential causes for these issues can include, but are not limited to, patient conditions, such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues and a dc shaft bend may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, it was reported after the failed attempt to grasp with the fourth clip due to the patient anatomy, the cds suddenly moved lateral during positioning and became stuck in the chordae. When the lock lever of the fourth cds was retracted, the cds was noted to have a more medial curve. When the dc shaft was fully extended a bend in the shaft was noted. After troubleshooting steps were performed several times, the clip was deployed only attached to the anterior leaflet. Reportedly, the physician opined that the device did not contribute to the fourth clip getting caught in the chordae. Based on the information reviewed, the challenging patient anatomy and poor visualization of the clip likely contributed to the sleeve steering issues. The serious coaptation defect on the a2p2 scallop prevented the clip from successfully grasping the leaflets, which ultimately resulted in the clip becoming caught in the chordae. It is possible that the entanglement of the clip in the chordae applied additional force on the clip and dc shaft, causing the dc shaft to become bent. This type of damage can further result in abnormal movement/deflection of the device during subsequent positioning attempts. Based on the information reviewed, the reported difficult to position/sleeve steering issue, difficult to remove/clip caught on chordae and dc shaft bend appear to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with the cds.

Event description:
This report is being filed for the 4th clip (10349715/21) caught in chordae and deployed on one leaflet. It was reported that the mitraclip steerable guide catheter (sgc) and clip delivery system (cds) were prepared according to the instructions for use. This patient with functional mitral regurgitation (mr) due to peripartum cardiomyopathy also had a deviated inter-atrial septum and asymmetric tethering of both leaflets, which made this a challenging case due to the anatomy. The devices were positioned well in the left atrium. After unsuccessful grasping attempts on the main jet on the centro-lateral segment of the valve, the first clip was positioned and deployed on the medial side to eliminate the smaller jet. The second clip was positioned and deployed next to the first clip to achieve a more stable coaptation of the valve, but the echogenicity deteriorated and it was difficult to get good images. There was difficulty visualizing all of the clips during the procedure; however, the mitraclip device was not the cause of the deterioration in echogenicity and the physicians reported that this happens in some cases because of secretions, tissue resistance, or acoustic impedance. After the third clip was deployed, it detached from the anterior leaflet.

Manufacturer narrative:
(B)(4). Unchanged mitral regurgitation. A fourth clip (10349715/(B)(4)) was inserted to grasp between the second and third clip on the lateral side of a2p2, but was unable to grasp due to the serious coaptation defect on this scallop. The cds suddenly moved to the lateral side during positioning and became stuck in the anterolateral chordae. When the 4th cds lock lever was in the up position in the left ventricle, the cds had a more medial curve. When the 4th cds was getting close to the leaflets, the physician decided to open the clip arms a little more than the grasping angle. The lock lever was pulled to the blue line and the 4th cds moved dangerously close to the 2nd clip and the m/l knob was released. When the lock lever was moved to the down position, the 4th cds moved too far lateral. After troubleshooting maneuvers were performed several times, the 4th clip was deployed on the commissural side of the anterior leaflet to prevent damage. The 4th clip was noted to be extremely curved when the lock lever was up although it was not retracted beyond the blue line. After unsuccessful attempts, the dc handle was back to prior position. Medial was not applied to avoid risk of detachment of the third clip from the posterior leaflet. This patient with functional mr due to peri-partum cardiomyopathy also had a deviated inter-atrial septum, which made this a challenging case due to the anatomy. The mr was reduced from 4 to 3-4 with the first two implanted clips. The patient was extubated and awakened from the anesthesia without complication. The physicians reported that there were no adverse patient effects. There was no evidence of chordal rupture, but there was asymmetric tethering which affected both leaflets. There was no additional information provided. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The third mitraclip referenced is being filed under a separate MFR #.